Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead channel, which resulted in a stored ventricular episode. Technical services (ts) examined device episode data and noted that daily measurements after the episode had been normal and stable. It was noted that the patient was at a doctor's office at the time of the episode so the noise was attributed to electromagnetic interference (emi). The noise could not be reproduced with further testing in clinic so it was decided to continue to monitor this ICD system. No adverse patient effects were reported. Currently, this ICD remains in service.